Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the airbag pressure was insufficient. After having it re-pressurized, the airbag pressure was insufficient again after a while, there was bleeding and air leakage. The healthcare provider replaced it with a new one after that, there was no further air leakage. There were no patient harm or adverse events reported.